Event description:
An article found during a literature search revealed an article entitled "coronary artery bypass grafting following in-stent restenosis of drug-eluting stents deployed in the left main coronary artery" published in the circulation journal. The indication for the index procedure was unstable angina. The pt had two cypher stents implanted in the left main coronary artery in overlapping fashion during the index procedure: a 3.5 x 18mm and a 3.5 x 23mm stent using a kissing balloon technique. Four months after the index procedure, coronary angiography revealed an in-stent restenosis (isr) of the previously implanted cypher 3.5 x 18 mm and 3.5x 23mm stent(s). The pt was unstable and an emergent off-pump coronary artery bypass graft (CABG) surgery was performed.

Manufacturer narrative:
The article "coronary artery bypass grafting following in-stent restenosis of drug-eluting stents deployed in the left main coronary artery" circulation journal vol. 72, march 2008, pp. 502-504. Anti-platelet drugs were not stopped before the operation, resulting in intra- and postoperative bleeding. The pt was transfused with six units of blood, ten units of fresh frozen plasma and ten units of platelets. Rethoracotomy was not required. The postoperative course was otherwise uneventful, and postoperative coronary angiography revealed that all of the grafts were p/t. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for eval and testing. A literature search revealed an article entitled "coronary artery bypass grafting following in-stent restenosis of drug-eluting stents deployed in the left main coronary artery" published in the circulation journal. A 71-year old woman experienced restenosis approx four months post implantation of two cypher stents in the left main trunk. Past medical history was unk. Pci was performed in the left main. A cypher 3.5/18-mm stent was deployed at the proximal end, and a cypher 3.5/23-mm stent was deployed at the distal end of the left main using the kissing ballooning technique. Medications at discharge included aspirin and ticlopidine. Four months post index procedure, coronary angiography revealed in-stent restenosis. CABG was conducted because the pt was not in stable condition. There was no more info available. A review of the mfg records could not be performed without lot numbers. The IFU contraindicates the use of this product on lesions in left main trunk, or ostium or lesions in the bifurcated area. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Pts who are known to be at high-risk for restenosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Based on the info available, there are possible vessel/lesion characteristics and procedural factors that may have contributed to this pt's restenosis. Please note that this is the initial/final report for this product. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2008-01859 and #9616099-2008-01860.